Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 475cc, catalog number 3501680, lot number 218525. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 425cc breast implant and experienced deflation on the left side. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
It was erroneously omitted in the initial medwatch report submitted on 12/18/2019 that the patient stated the implants were making her ill. For contralateral side, see report 1645337-2019-08632 manufacturer¿s reference number: (B)(4).